Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant the patient experienced shortness of breath, fatigue and was found to have a large pericardial effusion.  A possible perforation was noted. Lead measurements were within normal limits. A tap was placed and drained. The right atrial (ra) lead and right ventricular (rv) leads remain in use. No further patient complications have been reported as a result of this event.